Event description:
It was reported that an asymptomatic patient was presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator was found in backup vvi mode. A device download failed, and the device was explanted on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.